Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported from our sales rep that the rasp will not slide out by itself when opening the rasp handle. It was noted that these were 3 new exeter rasp handles.

Manufacturer narrative:
The exact cause of this event could not be determined based on the information provided. The devices reported were not returned for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. Three new rasp handles from a different lot were tested and found to be functionally compliant. Not returned.

Event description:
It was reported from our sales rep that the rasp will not slide out by itself when opening the rasp handle. It was noted that these were 3 new exeter rasp handles.